Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg was not holding a charge as it used to and the patient was having discomfort with the battery site. The patient will undergo a procedure wherein the ipg will be replaced and relocated.

Manufacturer narrative:
Additional information was received that the patient had an infection which was not related to the device.

Event description:
A report was received that the patient's ipg was not holding a charge as it used to and the patient was having discomfort with the battery site. The patient will undergo a procedure wherein the ipg will be replaced and relocated.

Manufacturer narrative:
Additional information was received that there will be no other information that can be obtained.

Event description:
A report was received that the patient's ipg was not holding a charge as it used to and the patient was having discomfort with the battery site. The patient will undergo a procedure wherein the ipg will be replaced and relocated.